Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet, pulmonary edema, heart failure, leaflet injury and recurrent mitral regurgitation. It was reported that the patient underwent a mitraclip procedure on 4 december 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4+. The procedure was difficult due to the commissural localization of the defect; however, one clip was implanted, reducing the final mr to a grade of 1. Ten days post-procedure, the patient was re-hospitalized due to pulmonary edema and cardiac insufficiency with the mr increased to 4. Imaging revealed that the clip was detached from the posterior leaflet (single leaflet device attachment (slda). There was also a new flailing chord, making the prolapse wider than before. The patient was treated with diuretics and vasodilators and is currently discharged and stable at home. The patient is under consideration for re-intervention. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received stating that on (B)(6) 2022, the patient underwent an additional mitraclip procedure to stabilize the slda clip. One mitraclip was successfully implanted on a1/p1 reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient conditions as per the physician, the patient valve is not stable enough. The unspecified tissue injury appears to be related to patient conditions and due to an unstable valve. The reported mitral regurgitation (mr) resulting in heart failure and pulmonary edema appear to be due to the slda. Mr, tissue damage, heart failure and edema are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The required medication, unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. A2: date of birth (dob) updated to 1/21/1947. H6: investigation conclusion code 67 (no problem detected) was removed and code 50 (adverse event related to patient condition) was added.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. Additionally, a cause for the unspecified tissue injury cannot be determined. The mitral regurgitation resulting in heart failure and pulmonary edema appear to be due to the slda. Mitral regurgitation, tissue damage, heart failure and edema are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Medication required and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.